Manufacturer narrative:
The device was returned and device available for evaluation? Was updated accordingly.   The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a stent graft in an aaa procedure, a 30mm sds large 8x30 palmaz stent was chosen for deployment in the right iliac artery to crimp the leg but the air continuously released during preparation of the stent and the user could not complete air purge after 5 or 6 attempts. Therefore it was replaced with a new product. The procedure finished successfully. There was no reported patient injury. The product will be returned for analysis. The target lesion was the abdominal aortic aneurysm. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There was no difficulty removing the device from the packaging and no kinks or other damages noted prior to using the product. The device was also being prepped per IFU. Additional procedural details were requested but are unknown. One non-sterile unit of 30mm sds large 8x30 was received coiled inside a plastic bag. Per visual analysis, it was noted that the balloon was not previously inflated/deflated and no anomalies or damages were found on the received unit. Leak test was performed to the received unit, negative pressure was applied to purge the balloon device of air and the balloon device maintained the negative pressure with no anomalies found. Then, the balloon device was inflated at 10atm (over the nominal pressure) and deflated with no leakage found. A review of the manufacturing documentation associated with lot 17511754 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The reported ¿balloon - leakage - during negative prep¿ was not confirmed through analysis of the returned device since no anomalies were found. The exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review, procedural and/or handling factors may have contributed to the issue the customer experienced. According to the instructions for use, which is not intended as a mitigation, ¿attach a stopcock to the catheter¿s inflation port. Attach a 10-cc syringe to the stopcock, open the stopcock and apply negative pressure. Hold the syringe and the proximal end of the dilatation catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. Close the stopcock to the inflation port. To ensure that air contained in the balloon and inflation lumen is removed, it is recommended that negative pressure be applied twice.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a stent graft in an aaa procedure, a 30mm sds large 8x30 palmaz stent was chosen for deployment in the right iliac artery to crimp the leg but the air continuously released during preparation of the stent and the user could not complete air purge after 5 or 6 attempts. Therefore it was replaced with a new product. The procedure finished successfully. There was no reported patient injury. The product will be returned for analysis. The target lesion was the abdominal aortic aneurysm. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There was no difficulty removing the device from the packaging and no kinks or other damages noted prior to using the product. The device was also being prepped per IFU. Additional procedural details were requested but are unknown.